Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier involved with this complaint and completed the device evaluation. The failure analysis (fa) investigation replicated/confirmed the reported complaint. The instrument¿s grip tips were not following the master tool manipulator (mtm) input commands smoothly. The failed intuitive motion was caused by the broken input disk. The instrument was found to have multiple input disks broken. Hairline cracks were found on input shaft #7. Input disk #6 was found broken into pieces inside of the housing. As a result the instrument was non-intuitive. The instrument was found to have a cracked clamping pulley. The clip test was unable to be performed as a result of the broken input disk. The following was found during the device evaluation, but is not related to the reportable finding: signs of corrosion/contamination were found on the instrument bearings. The grip input disk bearings exhibited orange discoloration. A review of the site's complaint history shows there are additional complaints related to this complaint. Refer to the report with patient identifier (B)(6). No images or videos were provided for review. A log review was performed for the large hem-o-lok clip applier instrument reported in this complaint (part #: 470230-12/n10210518 0042) and the following was found:  the instrument was last used on (B)(6) 2022. The instrument had 65 uses remaining and was not used for any subsequent procedures. This complaint was assessed as a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion. The instrument unexpectedly moved upwards. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier exhibited non-intuitive motion. When the customer attempted to use the instrument, it would reportedly flick up. The procedure was completed with a backup instrument with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the site attempted to use the large hem-o-lok clip applier, the instrument moved upwards. The customer confirmed no patient injury.